Manufacturer narrative:
The previously reported conclusion code 22 no longer applies to the event. The conclusion code has been updated to 92 the patient codes have been updated to include (b)4). If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-apr-25, additional information was received from a manufacturer representative (rep) and confirmed with the physician. The pump was used to deliver dilaudid (8 mg/ml, 0.9495 mg/day). The cause of the small hole was unknown, but the rep indicates that the patient denied bumping the incision or any falls. The replacement/relocation was planned for today ((B)(6)2018), but when the hcp opened the pump pocket, there was concern for infection so 'everything' was explanted and the hcp would let the body heal before re-implanting. The patient's white blood cell (wbc) count was normal and the patient did not have a fever. Cultures from the pump pocket, spine incision and cerebrospinal fluid (csf) were sent for analysis. The pump would not be returned as "the issue was the incision not healing properly. There was no concern about the functional status of the pump. It was discarded per instruction from [hcp]". The rep indicated the initial information was provided by the hcp's medical assistant (ma) as the rep was not present when the patient presented to the office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from a manufacturer representative (rep) regarding a patient receiving an unknown drug (unknown dose and concentration) via an implantable pump for non-malignant pain. On (B)(6) 2018, the patient presented at their healthcare professionals (hcp) office with a small hole in the center of their pump incision and the pump incision was slightly open. The patient noted bleeding at the site starting three weeks ago (specified as (B)(6) 2018). The patient was scheduled for a pump replacement and relocation tomorrow ((B)(6) 2018). There were no reported interventions/actions taken to resolve the issue. It was unknown what environmental, external, or patient factors may have contributed or led to the event. The patient's status was alive - no injury. The issue was not resolved at the time of this report.